Event description:
My boyfriend was feeling a little sick, so I took him to get a covid test at the local pharmacy. It was weird because they charged us (B)(6) each which we haven't been charged for a covid test before. They had us do the test in our car and drop it off in a dropbox outside their door. When they called my boyfriend the next day, they told him he was negative. Then they called me and said I was positive. But I wasn't sick. It didn't seem right and even the call they made gave me doubts about the whole thing. So, I took a rapid test at urgent care and we were both negative for covid 19. I called the pharmacy the next morning to see if my test results were read to me wrong. They said it was probably a false positive. But they never sent us any official notice of our test results besides the call. I never got contacted for contact tracing. We are worried about the legitimacy of their testing facility. It feels a bit like they were trying to cash in on covid testing. I'd like this looked into. Name of pharmacy was (B)(6). FDA safety report ID # (B)(4).